Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was repeatedly emitting loss of prime alarms when cartridges from a specific box were used. The reporter allegedly used a cartridge that was not from the same box and the alarms stopped. During troubleshooting, the reporter confirmed that a cartridge from the original box would be used again, and contact would be made with animas for further issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.